Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the patient has an active motor stall. It was noted that no magnetic resonance imaging (MRI) was performed and the patient had not recently had an MRI. It was discussed programming to minimum rate mode if supplementing with oral medications. It was reviewed pump replacement may be needed if the pump does not recover. No symptoms were reported. The event date was asked, but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider via a manufacturer representative on 2020-jul-09. It was reported that the event date, any symptoms experienced, troubleshooting performed and resolution of the issue were all unknown. The pump had not been explanted at the time of the report. The pump had been programmed to minimum rate mode. No further complications were reported.